Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on 12/2 noon with blood glucose was 400 mg/dl. The current blood glucose is 326 mg/dl. The customer treated their high blood glucose with novolog, lantis pens. The customer was not wearing insulin pump for less than 48 hours prior to hospitalization. The customer reported that the driver support cap was normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.